Event description:
Technician found the ground resistance reading was high on the bed.

Manufacturer narrative:
Technician found the ground plug was loose. Technician replaced the plug for resolution.